Event description:
It was reported that the epidural was placed prior to knee replacement surgery. Five days after the surgery, removal of the epidural catheter was attempted. The catheter separated with 3" of the catheter remaining in the pt's back. Since the pt has had no complications, there are no plans to remove the indwelling piece of catheter.